Manufacturer narrative:
Additional information was received from the customer and can be found in section b5 describe event or problem. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect free t4 results for one patient. The first test result was 27.01 pmol/l, and the re-test result was 13.63 pmol/l (reference range of 9.01-19.05 pmol/l). Update: on (B)(6) 2024, the user reported another case with an initial test result >64.35 pmol/l, and the re-examination result was 13.86 pmol/l. The patient was a male, 80 years old, and the clinical diagnosis was: acute cerebrovascular disease. On (B)(6) 2024, the user reported another case with an initial test result of 42.73 pmol/l, and the re-test result was 11.28 pmol/l. The user issued a report with the result of 11.28 pmol/l. On (B)(6) 2024, another sample appeared. The first test result was 25.49 pmol/l. The re-test result was 14.55 pmol/l. The user then issued a report with the result of 14.55 pmol/l. On (B)(6), the user reported another sample. The first test result was 23.53, and the re-test result was 14.25. The user issued a report with a result of 14.25. Update: on (B)(6) 2024 the following data was added to the ticket: on (B)(6), the user reported another sample. The first test result was 19.54 pmol/l, and the re-test result was 18.66 pmol/l. The user issued a report with a result of 18.66 pmol/l. On (B)(6), with the first test result of 19.48 pmol/l and the retest result of 17.54 pmol/l. The user issued a report with the result of 17.54 pmol/l. On (B)(6), with the first result of 19.47 pmol/l and the retest result of 17.21 pmol/l. On (B)(6), with the first test result of 22.24 pmol/l and the retest result of 18.61 pmol/l. The user issued reports with the results after the retest. On (B)(6), the customer reported that the test result of a sample on (B)(6) was 32.61 pmol/l, and the result of the re-examination on (B)(6) was 18.68 pmol/l. Update: on (B)(6), the user reported that one sample¿s result was 21.54pmol/l, and the retest result was 12.17 pmol/l. For another sample, the result was >64.35 pmol/l, and the retest result was 12.14 pmol/l. The user issued the reports for both samples using the retested results. On (B)(6), there was a new ft4 jump. The initial test was 21.35 pmol/l, and the re-test was 17.15 pmol/l. The patient was a 47-year-old female, and the clinical diagnosis was: hypertension level 3 (very high risk), anemia, anxiety. The user issued a report with a result of 17.15 pmol/l. On (B)(6), the customer reported a case with an initial test result of 22.29 pmol/l and a re-examination result of 12.95 pmol/l. The patient was a 32-year-old female with a clinical diagnosis of confirmed pregnancy. The user issued a report with a result of 12.95 pmol/l. No impact to patient management was reported.

Event description:
The customer observed falsely elevated architect free t4 results for one patient. The first test result was 27.01 pmol/l, and the re-test result was 13.63 pmol/l (reference range of 9.01-19.05 pmol/l). Update: on (B)(6) 2024, the user reported another case with an initial test result >64.35 pmol/l, and the re-examination result was 13.86 pmol/l. The patient was a male, 80 years old, and the clinical diagnosis was: acute cerebrovascular disease. On (B)(6) 2024, the user reported another case with an initial test result of 42.73 pmol/l, and the re-test result was 11.28 pmol/l. The user issued a report with the result of 11.28 pmol/l. On (B)(6) 2024, another sample appeared. The first test result was 25.49 pmol/l. The re-test result was 14.55 pmol/l. The user then issued a report with the result of 14.55 pmol/l. On (B)(6), the user reported another sample. The first test result was 23.53, and the re-test result was 14.25. The user issued a report with a result of 14.25. Update: on november 28, 2024, the following data was added to the ticket: on (B)(6) the user reported another sample. The first test result was 19.54 pmol/l, and the re-test result was 18.66 pmol/l. The user issued a report with a result of 18.66 pmol/l. On (B)(6), with the first test result of 19.48 pmol/l and the retest result of 17.54 pmol/l. The user issued a report with the result of 17.54 pmol/l. On (B)(6), with the first result of 19.47 pmol/l and the retest result of 17.21 pmol/l. On (B)(6), with the first test result of 22.24 pmol/l and the retest result of 18.61 pmol/l. The user issued reports with the results after the retest. On (B)(6), the customer reported that the test result of a sample on december 7 was 32.61 pmol/l, and the result of the re-examination on (B)(6) was 18.68 pmol/l. Update: on (B)(6), the user reported that one sample¿s result was 21.54pmol/l, and the retest result was 12.17 pmol/l. For another sample, the result was >64.35 pmol/l, and the retest result was 12.14 pmol/l. The user issued the reports for both samples using the retested results. On (B)(6), there was a new ft4 jump. The initial test was 21.35 pmol/l, and the re-test was 17.15 pmol/l. The patient was a 47-year-old female, and the clinical diagnosis was: hypertension level 3 (very high risk), anemia, anxiety. The user issued a report with a result of 17.15 pmol/l. On (B)(6), the customer reported a case with an initial test result of 22.29 pmol/l and a re-examination result of 12.95 pmol/l. The patient was a 32-year-old female with a clinical diagnosis of confirmed pregnancy. The user issued a report with a result of 12.95 pmol/l. No impact to patient management was reported.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue. Return testing was not completed as returns were not available. An increase in complaints has been observed for lot 61272ud02, however, in-house performance testing was completed which indicates the product is performing as expected. Device history review did not identify any non-conformances or deviations with the complaint lot. Accuracy testing was completed with a retained kit of the complaint lot. All validity and acceptance criteria were met during completion of the protocol, demonstrating that the lot is performing as expected. Labeling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency of the architect free t4 reagent lot 61272ud02 was identified.

Manufacturer narrative:
Additional information found in section b5. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect free t4 results for one patient. The first test result was 27.01 pmol/l, and the re-test result was 13.63 pmol/l (reference range of 9.01-19.05 pmol/l). Update: on november 13, 2024, the user reported another case with an initial test result >64.35 pmol/l, and the re-examination result was 13.86 pmol/l. The patient was a male, 80 years old, and the clinical diagnosis was: acute cerebrovascular disease. On november 15, 2024, the user reported another case with an initial test result of 42.73 pmol/l, and the re-test result was 11.28 pmol/l. The user issued a report with the result of 11.28 pmol/l. On november 16, 2024, another sample appeared. The first test result was 25.49 pmol/l. The re-test result was 14.55 pmol/l. The user then issued a report with the result of 14.55 pmol/l. On november 22, the user reported another sample. The first test result was 23.53, and the re-test result was 14.25. The user issued a report with a result of 14.25. No impact to patient management was reported.

Manufacturer narrative:
Additional information added to section b5. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect free t4 results for one patient. The first test result was 27.01 pmol/l, and the re-test result was 13.63 pmol/l (reference range of 9.01-19.05 pmol/l). Update: on (B)(6) 2024, the user reported another case with an initial test result >64.35 pmol/l, and the re-examination result was 13.86 pmol/l. The patient was a male, 80 years old, and the clinical diagnosis was: acute cerebrovascular disease. On (B)(6) 2024, the user reported another case with an initial test result of 42.73 pmol/l, and the re-test result was 11.28 pmol/l. The user issued a report with the result of 11.28 pmol/l. On (B)(6) 2024, another sample appeared. The first test result was 25.49 pmol/l. The re-test result was 14.55 pmol/l. The user then issued a report with the result of 14.55 pmol/l. On (B)(6) the user reported another sample. The first test result was 23.53, and the re-test result was 14.25. The user issued a report with a result of 14.25. Update: new information was received from the customer: on (B)(6), the user reported another sample. The first test result was 19.54 pmol/l, and the re-test result was 18.66 pmol/l. The user issued a report with a result of 18.66 pmol/l. On (B)(6), with the first test result of 19.48 pmol/l and the retest result of 17.54 pmol/l. The user issued a report with the result of 17.54 pmol/l. On (B)(6), with the first result of 19.47 pmol/l and the retest result of 17.21 pmol/l. On (B)(6), with the first test result of 22.24 pmol/l and the retest result of 18.61 pmol/l. The user issued reports with the results after the retest. On (B)(6), the customer reported that the test result of a sample on (B)(6) was 32.61 pmol/l, and the result of the re-examination on (B)(6) was 18.68 pmol/l. No impact to patient management was reported.

Event description:
The customer observed falsely elevated architect free t4 results for one patient. The first test result was 27.01 pmol/l, and the re-test result was 13.63 pmol/l (reference range of 9.01-19.05 pmol/l). No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.